Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of uterine haemorrhage ("patient having uterine bleeding, refused a hysterectomy") in a female patient who had essure inserted for sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (inserts removed on (B)(6) 2018). Essure was removed on (B)(6)2018. On (B)(6) 2018, the uterine haemorrhage had resolved. The reporter considered uterine haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("patient having uterine bleeding, refused a hysterectomy") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (inserts removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage had resolved. The reporter considered uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc - product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.